Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she bolused and passed out on the floor. Her spouse called the paramedics. The customer was hospitalized on (B)(6) 2015 with a low blood glucose level of 17 mg/dl. The insulin pump was removed and she was not wearing the insulin pump. The device was not returned.